Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue of "on/off defect". Upon receipt at heartsine, no status led was observed flashing, and the device was issuing ¿warning, device service required¿ prompts. Damage was observed to the outer case and across the pcba. Damage to the bt1 coin cell led to rtc errors in the history log. The fault could not be replicated after repairing the damage to the coin cell. Information from the history log showed the device had preformed successful self-tests until the 30th october 2021. The device began failing self-tests due to rtc errors after this date, indicating that the damage occurred after this date. As there were numerous signs of damage across the device, the fault has been attributed to impact damage. The device was scrapped by heartsine.